Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that "ever since patient mixed a new cassette this morning, she has been having issues with both pumps alarming no disposable, clamp tubing. She can switch the cassette from pump to pump and it will run for several hours before alarming again." Cadd cassette lot # is 4173641. No patient injury was reported.